Manufacturer narrative:
This report is submitted on october 26, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to a non-device related infection. It is unknown if there are plans to reimplant the patient as of the date of this report.